Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the device was stuck with the guidewire and a catheter twist was observed. The catheter and wire were removed together. The procedure was completed with a different device. No patient complications were reported.